Event description:
It was reported that high voltage lead impedance had reached the programmed lower limit to 30 ohms. The right ventricle (rv) to can and superior venacava (svc) to can measurements have trended down in one year. The rv to svc vector had been constant. No intervention was performed. Patient was stable.

Manufacturer narrative:
Correction: upon review, the right ventricular lead (model:7000/60, sn: (B)(4)) should not have been submitted as a medical device report (MDR). The event was determined to be reportable only on the implantable cardioverter defibrillator (ICD) reported as 2017865-2018-15617.